Event description:
The customer stated that a discrepant reactive architect toxo igg result of 7 iu/ml was generated for a patient that previously tested at <1 iu/ml. The reactive sample retested nonreactive at <1 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
Patient (B)(4): (no consequences or impact to patient). Device (B)(4): (high test result). The customer stated that after replacing the architect sample probe, no further questioned results were generated. Complaint tracking and trending data was reviewed. No issues were identified requiring further investigation. Labeling was reviewed. The architect system operations manual provides troubleshooting assistance for erratic results and describes operational precautions and limitations. The architect toxo igg assay insert provides information for specimen collection and analysis, preparation for analysis, limitations of the toxo igg procedure, and expected values. Although the exact cause of the discrepant toxo igg results could not be determined, the operator stated that since replacing the sample probe, no further discrepant results had been generated. Based on the available information, a deficiency of the sample probe was not identified.